Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/heavy periods') in a (B)(6) female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, anxiety, depression, vaginal bleeding and menorrhagia. Concurrent conditions included asthma, low back pain and pelvic pain female. Concomitant products included amoxicillin and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition:anxiety"), 10 days after insertion of essure. In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/chronic pelvic pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), menstrual cramp ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), abdominal pain lower ("pain: lower stomach problem"), painful periods ("very painful periods") and cervix disorder ("cervical issues"). The patient was treated with surgery (ablation ((B)(6) 2009)). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, menstrual cramp, psychological trauma, urinary tract infection, depression, anxiety, abdominal pain lower, painful periods, cervix disorder and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cervix disorder, depression, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual cramp, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and painful periods to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping).menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed and urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Lot number: 628314 manufacture date:2008-10 expiration date: 2011-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/heavy periods') in a 37-year-old female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, anxiety, depression, vaginal bleeding and menorrhagia. Concurrent conditions included asthma, low back pain and pelvic pain female. Concomitant products included amoxicillin and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition:anxiety"), 10 days after insertion of essure. In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/chronic pelvic pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), menstrual cramp ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), abdominal pain lower ("pain: lower stomach problem"), painful periods ("very painful periods") and cervix disorder ("cervical issues"). The patient was treated with surgery (ablation (B)(6) 2009)). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, menstrual cramp, psychological trauma, urinary tract infection, depression, anxiety, abdominal pain lower, painful periods, cervix disorder and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cervix disorder, depression, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual cramp, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and painful periods to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping).menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed and urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89.796 kgs. Hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Lot number: 628314 manufacture date:2008-10 expiration date: 2011-10. Most recent follow-up information incorporated above includes: on 17-jul-2020: plaintiff fact sheet received. Reporter added. Added event apareunia (inability to have sexual intercourse). Updated onset dates of events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/heavy periods') in a (B)(6) female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, anxiety, depression, vaginal bleeding and menorrhagia. Concurrent conditions included asthma, low back pain and pelvic pain female. Concomitant products included amoxicillin and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/chronic pelvic pain"), depression ("depression") and anxiety ("mental anguish/psychological or psychiatric problems condition:anxiety"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), menstrual cramp ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), abdominal pain lower ("pain: lower stomach problem"), painful periods ("very painful periods") and cervix disorder ("cervical issues"). The patient was treated with surgery (ablation (B)(6) 2009)). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, menstrual cramp, psychological trauma, urinary tract infection, depression, anxiety, abdominal pain lower, painful periods and cervix disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cervix disorder, depression, genital haemorrhage, menorrhagia, menstrual cramp, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and painful periods to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping).menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed and urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on (B)(6) 2009: bilateral occlusion. Lot number: 628314; manufacture date:2008-10; expiration date: 2011-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. "Ablation" was added as treatment for event" menorrhagia". Events "abdominal pain lower, dysmenorrhea and cervical disorder¿ were added. Patient demographics, and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.